Event description:
(B)(4). Initial and follow-up info received on 03-jul and 16-jul-09 respectively were processed together: this non-serious spontaneous case report was reported by a physician to our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a (B)(6), female pt, who experienced a palpable lump after receiving poly-l-lactic acid (sculptra) therapy. Treatment details: (B)(6) 2008: poly-l-lactic acid diluted with 5 mls of water and 2 ml lidocaine with 0.5 ml in total injected to nasolabial. Batch nos. On (B)(6) 2008, the pt developed a palpable lump in the nasolabial region. No corrective treatment was given and the event is persisting. Reporter's causality assessment: possible.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Conclusion: no faults detectable. No further info expected.